Manufacturer narrative:
As reported during a procedure, impurities described as white flocculent material were observed in the packaging of a flat mesh. The photo provided shows that the pouch appears to have been partially opened and that a white substance is present on the mesh; however, the photo does not allow for identification of the material. Based on the information available and in the absence of the physical sample for evaluation, a definitive root cause could not be determined. A review of the manufacturing records confirmed that the lot was manufactured in accordance with specifications. To date, this is the only complaint reported for this manufacturing lot, which consisted of (B)(4) units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported during a procedure, impurities (white flocculent) were found in the package of a flat mesh. The outer packaging was intact, and the inner packaging was properly sealed before opening. There was no patient injury.